Event description:
Baxter (B)(4) received a report that a patient control module (pcm) watch was physically damaged during patient use. The button on the pcm watch was slightly raised, and the back plate appeared to be damaged and loose at one corner. The device was filled with a solution of 120 mg morphine and 120 mg cyclizine in 60 ml of 5% glucose. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was patient involvement, and the patient experienced sedation commensurate with a dosage of morphine within tolerance. There was no report of patient injury or medical intervention necessary in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one unused companion sample for evaluation. The reported damaged condition was not confirmed. Visual examination of the sample showed no sign of physical abnormality. The button was not raised. The backplate was not loose or damaged at any of its corners. Every part of the device was found to be in its normal condition. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.